Event description:
The customer reported a vent inop condition while in use. No pt harm reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).